Event description:
Boston scientific received information that during the one day post implant interrogation, following an uneventful device implant, elevated pacing threshold and high out of range pacing impedances were exhibited with this non-boston scientific right atrial lead. A chest x-ray was performed; however, showed no indication of a lead dislodgement or other lead anomalies. As a result, the physician elected to increase pacing outputs and released the patient for normal follow-up. Subsequently, the patient failed to return for their normal in office interrogation, at which time the family was contacted. It was learned through this communication that the patient had expired of a myocardial infarction, confirmed via autopsy. No allegations against device function from the physician or family and no return of product is expected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.